Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported they had adjustments three times in the last month and a half, but couldn't getting the setting to stay on group c because therapy would go ¿crazy.¿ during the call the consumer was able to sync with the implant which showed therapy was on and they were on group b at 4.60 volts. The consumer then switched to group c and was able to increase and decrease stimulation. It was reviewed with the consumer the setting would stay on group c unless someone used the programmer to change the setting. After troubleshooting was performed the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported what they meant by therapy going crazy was it ¿showed zero battery action.¿ the consumer saw the manufacturer¿s representative (rep) in the doctor¿s office, but the fix only lasted two weeks. The consumer then received help from the rep. Over the telephone but the fix only lasted another two weeks and they were told ¿it must be me,¿ even though the device had only been implanted since (B)(4) 2011. The consumer had no idea what caused these issues or why it wouldn¿t ¿stay in c, only b, but the rep. Fixed the problem, so far so good.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.